Event description:
Relion digital thermometer, model 144-736-000, records dangerously low temperatures in the range of human interest [97-100f]. Thermometer compared to digital and mercury thermometers traceable to nbs. Low by 1.5f at 98f and by 1.0f at 100f. Discussed with consumer service 800 number at co. Their proposal is to ignore sound device that indicates thermometry completed. This is not reflected in printed literature. Recall suggested. Following printed instructions is a pt safety issue.